Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated. Numerous troubleshooting techniques were attempted, however were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains implanted. Should additional information become available this report will be updated.